Event description:
Pt placed IV nitro. Noticed that IV pump was malfunctioning and not controlling rate of infusion. Drip immediately stopped. No harm to pt.

Manufacturer narrative:
MFR's report date 5/9/97. The pump was not received for evaluation, however, it has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install teh IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states "close the mechanism by pushing the orang latch to the left. Verify that the tubing is fully within the mechanism and the air in line detector. Do not use the door to close the orange latch". The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert, dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump mechanism. Section g-4 MFR's received date should be 12/3/96.